Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Plaintiff allegedly had this celect filter successfully removed on 12/09/2010 with no complications. (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) 510(k) k090140. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 09/19/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2010 via the left femoral vein due to pe and dvt. Plaintiff had the filter successfully removed on (B)(6) 2010. Plaintiff then had another cook celect filter placed on (B)(6) 2010. Plaintiff is alleging migration, fracture, device is unable to be retrieved for the second filter (will be addressed by a subsequent MDR).

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k061815, k073374 or k090140. (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010 ((B)(4)) and (B)(6) 2010 ((B)(4))." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H11) corrected data based on new information received: the previous supplemental MDR was incorrectly submitted. No device failure was reported. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 09/19/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2010 via the left femoral vein due to pe & dvt. Plaintiff had the filter successfully removed on (B)(6) 2010. Plaintiff then had another cook celect filter placed on (B)(6) 2010. Plaintiff is alleging migration, fracture, device is unable to be retrieved for the second filter (will be addressed by a subsequent MDR).